Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm in zone 3. Aneurysm and vessel morphology is unknown. It was reported that the patient came in emergently with a mycotic thoracic aneurysm. There was a type I endoleak noted post index procedure. The endoleak was left untreated and the procedure was completed. The patient was brought back six weeks later and the physician debranched the aorta to cover the left carotid and left subclavian. A 3636100 valiant stent graft was implanted to successfully treat the endoleak. Per the physician the cause of the event is anatomy related; insufficient proximal landing zone (short 7mm landing zone). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak) - failure to follow instructions (short 7mm landing zone); unapproved use of device (treatment of a mycotic thoracic aneurysm). Conclusion: off - label, unapproved or contraindicated use (treatment of a mycotic thoracic aneurysm); known inherent risk of a procedure (endoleak); failure to follow instructions (short 7mm landing zone).